Event description:
Ous MDR - after an implantation time of about 1 day, it was reported that the lead dislodged. The device was not returned and there is no indication given of any surgical intervention.

Manufacturer narrative:
Type of reportable event: dislodgement with no known intervention. Analysis: ous MDR - the device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.